Event description:
Patient on cadd legacy pump and after 7 hours pump started to beep with error message "no disposable pump won't run". About 14.65 ml out of 100 ml of fluorouracil was administered to patient before pump stopped. Nurse attempted to adjust cassette on new pump but was unsuccessful. A new cassette with remaining dose had to be made and was given to patient. FDA safety report ID# (B)(4).